Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2016 with the following findings: on investigation, the pump was opened for investigation, revealing a damaged pump piston; the pump piston was broken off. Investigation confirmed the complaint of rewind issue. Unrelated to the original complaint, the cartridge compartment was chipped and had damaged threads. The display screen was dim and discolored. The battery compartment was cracked below the bumper pad. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue; piston rod is not retracting fully, only to position 1-100. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.